Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient(pt) said the therapy worked the best and when they first got the ins they were overjoyed and it helped their urine leaking symptom for about the first 2 months then stopped helping. Pt said now they are not satisfied, they are leaking urine. Pt said they have had no falls or traumas but have had a CT, gone through airport security, and had a nuclear study. Redirected to their doctor and pt said their doctor tells them to call manufacturer. Worked with pt to check their setting and review general stim information. Pt said they have tried programs 1, 2, 3, and were currently on program 4, they have been on 4 for a month. Pt said they have been at 1.2 and if they increase farther than that it starts affecting their foot so they decrease to 1.2 and their foot issue resolves. During the call pt changed to program 5 and increased to 0.8 stated they felt stim in their pelvic floor, would monitor their results and continue working with their doctor. Pt will monitor their symptom results and continue working with their doctor and program settings if needed.